Event description:
I had horrible breast pain then within a couple of weeks, I couldn't walk. I was diagnosed with a rare autoimmune disease called transverse myelitis. Do you have a picture of the product? Yes. FDA safety report ID# (B)(4).